Event description:
It was reported that there were extraneous signals on the left ventricular (lv) lead channel of this cardiac resynchronization therapy defibrillator (crt-d) system. There was oversensing of these signals which resulted in lv pacing inhibition. Technical services (ts) reviewed the presenting electrogram (egm) and noted that these signals most likely did not originate from the ventricle. Reprogramming the sensing vector was recommended. This crt-d was electively explanted during scheduled generator change out procedure. No adverse patient effects were reported. A new crt-d was implanted with the same lv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).